Manufacturer narrative:
The event reported low confidence in the location of the catheter during mapping. Review of the study data shows that there was metal distortion at the end of the ablation sequence. Ablation and cardioversion can alter the environment and cause a change in the magnetic field. Adjusting the metal environment near the patient such as raising the flat detector may resolve the issue. If necessary, resetting metal baseline should resolve the issue.

Event description:
During a left atrial flutter ablation, the catheter advisor vl remained in low confidence and was unable to map the tachycardia despite the presence of voxels everywhere in the 3d model of the left atrium. The procedure was unable to be completed due to this issue. There were no adverse patient consequences. There was no alleged complaint with the catheter.